Event description:
The user is stating the device's battery was completely drained when the device was retrieved for deployment and would not power on. Device 1 of 2 used during the patient use event.

Manufacturer narrative:
(B)(4). Product evaluation pending.